Manufacturer narrative:
Date sent: 11/04/2008. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a right hemicolectomy procedure, although the nurse checked the closing and the releasing before firing, the surgeon could not release. Another device was used to complete the case. There were no adverse consequences to the pt.